Event description:
The hospital reported an error resulting in loss of mechanical ventilation. There was no patient involvement.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The sensor interface board was recommended for replacement to resolve the issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). The initial MDR was filed under the incorrect manufacturer report number 9710602-2022-00213 on time on 05/31/2022. This initial MDR is being submitted to correct the manufacture report number. A follow-up #1 correction MDR will be filed under 9710602-2022-00213 to note the error. Legal manufacturer: hcs madison - (B)(4).